Event description:
It was reported that this patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD), experienced one inappropriate shock caused by t-wave oversensing while the device was programmed in the alternate vector. The event resulted in hospitalization. During troubleshooting, oversensing was reproducible when the patient was lying in a supine position. Re-screening was performed and failed in all available vectors. Technical services (ts) was consulted to review the device data. X-ray imaging showed suboptimal positioning of both the electrode and the device. Ts confirmed that there were no meaningful options for device optimization. Based on these findings, the physician elected to deactivate the device. The device remains implanted and in service. No additional adverse patient effects have been reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device and is noted within the device instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device. If information is provided in the future, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review performed for the emblem s-ICD device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable. A risk review performed for the emblem s-ICD device confirmed that the event of oversensing is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable. Investigation conclusion: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the device.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD), experienced one inappropriate shock caused by t-wave oversensing while the device was programmed in the alternate vector. The event resulted in hospitalization. During troubleshooting, oversensing was reproducible when the patient was lying in a supine position. Re-screening was performed and failed in all available vectors. Technical services (ts) was consulted to review the device data. X-ray imaging showed suboptimal positioning of both the electrode and the device. Ts confirmed that there were no meaningful options for device optimization. Based on these findings, the physician elected to deactivate the device. The device remains implanted and in service. No additional adverse patient effects have been reported.